Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that they are not able to view vitals at central station. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue was caused when devices were inadvertently removed from the system by a new server that went live with an active network connection. The technical coordinators did not follow the instructions to disconnect the network between two servers after the system was restored to a new server. The team was coached to follow these instructions in the future and provided information to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.